Event description:
The hearing aid (h/a) user came into the dispenser's office to report that 2 wax guards came off his hearing aid and were stuck in his right ear canal. The audiologist removed the wax guards. There was no medical problems. The ear was clean.